Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the guidewire could not be easily inserted into the left ventricular lead and had difficulty removing from the lead. The guidewire was easily inserted with another lead and the procedure was completed without any adverse consequences to the patient. The patient was stable.